Manufacturer narrative:
Of the 8 patients with discrepant results provided, only the patient sample for 1 patient, ID (B)(6), was provided for further investigation. No interference with the tsh reagent was found. For all patient samples, in regard to the differences of the tsh and ft4 and ft3 values generated with the analyzers from roche diagnostics and siemens centaur: assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. From the information provided and the analysis thereof, a general reagent issue most likely can be excluded.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable thyroid results for 8 patients tested on a cobas 8000 e 801 module compared to a siemens centaur. From the data provided, 4 patient samples had a reportable malfunction for elecsys tsh assay, 6 patient samples had a reportable malfunction elecsys ft4 iii assay, and 3 patient samples had a reportable malfunction for elecsys ft3 iii. This medwatch will cover tsh. For information of ft4 iii please refer to the medwatch with patient identifier (B)(6) for information on ft3 iii please refer to the medwatcdh with patient identifier (B)(6). There was no allegation of an adverse event. It was unknown if the erroneous results were released outside of the laboratory. The customer's cobas e801 serial number was not provided. The serial number for the cobas e602 used at the investigation site was (B)(4). The ft4 iii reagent lot used on this cobas e602 was 331797 with an expiration date of 31-may-2019. The ft3 iii reagent lot used on this cobas e602 was 314666 with an expiration date of 28-feb-2019. The tsh reagent lot used on this cobas e602 was 341699 with an expiration date of 28-feb-2019. The serial number for the cobas e411 used at the investigation site was (B)(4). The ft4 iii reagent lot on this cobas e411 was 331797 with an expiration date of 31-may-2019. The ft3 iii reagent lot used on this cobas e411 was 314666 with an expiration date of 28-feb-2019. The tsh reagent lot used on this cobas e411 was 328081 with an expiration date of 31-dec-2018. The serial number for the cobas e801 used at the investigation site was (B)(4). The ft4 iii reagent lot used on this cobas e801 was 304694 with an expiration date of 31-jan-2019. The ft3 iii reagent lot used on this cobas e801 was 314824 with an expiration date of 31-may-2018. The tsh reagent lot used on this cobas e801 was 331814 with an expiration date of 31-aug-2018. The investigation stated that it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. From the information provided a general reagent issue most likely can be excluded. The investigation is currently ongoing.